Event description:
A report was received that the patient¿s spinal cord stimulator was causing pain in her right flank and kidney region when the stimulation was turned on. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s spinal cord stimulator was causing pain in her right flank and kidney region when the stimulation was turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. It was stated that device malfunction was suspected of the right lead due to high impedances. It was also reported that the reasons for revision was the pain in the right flank and kidney region and abdominal stimulation due to lead migration as confirmed by x-ray. The patient was doing well post operatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s spinal cord stimulator was causing pain in her right flank and kidney region when the stimulation was turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. It was stated that device malfunction was suspected of the right lead due to high impedances. It was also reported that the reasons for revision was the pain in the right flank and kidney region and abdominal stimulation due to lead migration as confirmed by x-ray. The patient was doing well post operatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.